Manufacturer narrative:
This report has been identified as b. Braun medical internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: an under infusion issue was reported with unit (B)(6).